Manufacturer narrative:
The custom pak lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The root cause of the reported dull blade is unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. A potential root cause includes an error during the supplier's manufacturing process. Action will not be taken for this occurrence. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that about six fifteen degree blades were found to be dull during several procedures. The surgeon was unable to use them on the patients and replaced with a different knife. The product samples were discarded by the operating room staff. There was no known patient harm. Additional information was requested; however, none has been received to date. This is one of two reports from this facility.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A scrub technician reported that some fifteen degree blades were found to be dull during several procedures. The surgeon was unable to use them on the patients and replaced with a different knife. The product samples were discarded by the operating room staff. There was no known patient harm. Additional information was requested; however, none has been received to date. This is two of two reports from this facility.